Event description:
On (B)(6) 2013, the user reported that the pump dispensed insulin from the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product was received on (B)(4) 2013 and analyzed by product analysis on (B)(4) 2013 with the following findings: the reported complaint of load step malfunction was reproducible in the laboratory. Calibration checks were performed on the force sensor and the results were found to be within the product specifications. After removal of the cover from the pump, the force sensor flex pins was found to be intact. The drive assembled and visual inspection of the internal components identified contamination on the lead screw ball seal. No other issues were found during analysis.